Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced a high blood glucose and the blood glucose value was 498 mg/dl. The customer was treated with manual injection. The device was not expected to be returned for analysis.